Event description:
Staff called and stated IV pump was burning and smoke was coming out of it. It was on a patient, they removed it from the patient and I had them quarantine it and now it is in my shop. Upon investigation of the pump, I noticed that the latch mechanism that hooks the pump to the brain was burned and melted, it was also wet. I called the staff and they stated it got wet after they were alerted that the unit was smoking in a frantic attempt to remove the bags attached to the unit and the patient as quickly as possible. There was no patient and/or healthcare provider harm. This has happened 3 times in the past. The last preventive maintenance was done approximately 4 months ago. Manufacturer response for IV pump, 8015 (per site reporter): under investigation.